Event description:
It was reported that the pt underwent surgery for treatment of grade 2 spondylolisthesis with posterior fixation at l3-s1. The break-off nut at l4 could not be broken off and another was tried without success. The construct was removed and replaced increasing surgery time by approx 20 minutes. No pt complications were reported.

Manufacturer narrative:
The devices have not been returned to medtronic for eval. Unable to determine cause of the event.